Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. Upon initial inspection, the catheter tip looked clean and shiny. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and thrombus was noticed on the catheter tip. During the ablation procedure, when the catheter was inserted, staff noticed thrombus formation on the tip of the ablation catheter. Catheter replacement resolved the issue. No adverse patient consequences were reported and the procedure completed without patient consequence. The observed thrombus on the catheter tip has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and thrombus was noticed on the catheter tip. The investigational analysis completed 9/8/2019. The device was visually inspected and it was found in good conditions. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation testing was performed and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. Manufacture reference no: (B)(4).